Manufacturer narrative:
One probe sample was returned for evaluation. A review of the related device history records associated with the reported lot number has been performed. The device history record reviews indicate that the product was processed and released according to the product¿s acceptance criteria. The complaint sample was visually inspected and deemed conforming. Actuation testing was performed and deemed conforming. Aspiration testing was performed and deemed conforming cut testing was performed and deemed nonconforming. The probe was disassembled and the components inspected. There is approximately 30 minutes of wear on the inner cutter when compared to the cutter wear visual standards. The complaint evaluation does confirm the probe had a cut performance issue. The probe did not meet its cutting specification. The root cause cannot be determined for the cutting nonconformance based on this evaluation. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported cutting failure of the vitreous probe during an eye surgery. It is unknown if the probe was aspirating at the time of the event. The product was replaced and the procedure was completed without consequences to the patient. A product sample has been requested for evaluation.

Manufacturer narrative:
The initial report for this case was reported incorrectly under manufacturer report number 1644019-2016-01434. This report references the correct manufacturer report number noted as 2028159-2016-05230. All follow up reports will be filed under manufacturer report number noted as 2028159-2016-05230. (B)(4).